Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial#: (B)(4), product type: pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable pump. On (B)(6) 2022, it was reported that a pump was interrogated prior to implantation and it was found that the pump motor stalled and recovered. A second pump was checked and this pump also had a motor stall and recovery, on the same date as the first pump. The second pump was implanted as it had recovered an hour sooner and there were no back up pumps. The first stall was not implanted. It was unknown was factors might have caused or contributed to the issue as both pumps were stored in an office. The rep indicated that they were curious if it was related to shipping issues as both pumps stalled on the same day and around the same time. The issue was considered resolved at the time of the event. No surgical intervention was reported in relation to this event. The patient's status was listed as "alive - no injury". Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative on 2022-may-30. It was reported that the pump that was opened but was not used stalled on (B)(6) 2022 at 6:47 am and then the motor stall recovered on (B)(6) 2022 at 7:26 am. The pump that was implanted stalled on (B)(6) 2022 at 7:34 am and then recovered on (B)(6) 2022 at 7:45 am. It was also noted that the unused pump would be returned, but the hospital was in possession of the device.

Manufacturer narrative:
D6a: corrected d10: concomitant product removed, review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the concomitant product previously reported in this event may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this product did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8637-40 lot# serial# (B)(6) implanted: explanted: product type pump h3: the pump was returned and analysis found no anomalies. The device passed all testing in the laboratory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.